Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up/inspection for use of the subject device, the images were unable to be viewed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h3, h6. The device was returned to olympus for inspection and the following reportable malfunctions were identified: power did not turn on. Failure of the power supply unit. Corrosion of the internal harness. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the subject device, it is likely that component failure caused the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.